Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized for peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse confirmed that on (B)(6) 2025 the patient was initially seen in the outpatient pd clinic with symptoms of abdominal pain and pd catheter (not a fresenius product) malfunction. The nurse stated there was difficulty with aspirating and flushing the pd catheter. However, the nurse was able to obtain a pd culture. Due to the inability to instill antibiotic therapy via the malfunctioning pd catheter, the patient was sent to the hospital. The nurse confirmed that the patient was hospitalized on (B)(6) 2025 with peritonitis. The nurse stated the pd culture (obtained in the pd clinic) had growth of pseudomonas (species not provided) and enterococcus faecalis. The nurse stated that the patient remained in the hospital at the time follow-up was performed. It was stated the patient is receiving intravenous (IV) antibiotic therapy (details unknown). Additionally, it was reported that the patient¿s pd catheter will be removed and the patient is transitioning to hemodialysis for renal replacement needs. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique.

Manufacturer narrative:
Correction: g3 - the date received was incorrectly reported on the initial submission of this MDR as 11/21/2025. The correct date is 11/25/2025.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized for peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse confirmed that on (B)(6) 2025 the patient was initially seen in the outpatient pd clinic with symptoms of abdominal pain and pd catheter (not a fresenius product) malfunction. The nurse stated there was difficulty with aspirating and flushing the pd catheter. However, the nurse was able to obtain a pd culture. Due to the inability to instill antibiotic therapy via the malfunctioning pd catheter, the patient was sent to the hospital. The nurse confirmed that the patient was hospitalized on (B)(6) 2025 with peritonitis. The nurse stated the pd culture (obtained in the pd clinic) had growth of pseudomonas (species not provided) and enterococcus faecalis. The nurse stated that the patient remained in the hospital at the time follow-up was performed. It was stated the patient is receiving intravenous (IV) antibiotic therapy (details unknown). Additionally, it was reported that the patient¿s pd catheter will be removed and the patient is transitioning to hemodialysis for renal replacement needs. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty cycler set had a malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be reasonably attributed to patient breach in aseptic technique, as reported by the pd nurse.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized for peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse confirmed that on (B)(6) 2025 the patient was initially seen in the outpatient pd clinic with symptoms of abdominal pain and pd catheter (not a fresenius product) malfunction. The nurse stated there was difficulty with aspirating and flushing the pd catheter. However, the nurse was able to obtain a pd culture. Due to the inability to instill antibiotic therapy via the malfunctioning pd catheter, the patient was sent to the hospital. The nurse confirmed that the patient was hospitalized on (B)(6) 2025 with peritonitis. The nurse stated the pd culture (obtained in the pd clinic) had growth of pseudomonas (species not provided) and enterococcus faecalis. The nurse stated that the patient remained in the hospital at the time follow-up was performed. It was stated the patient is receiving intravenous (IV) antibiotic therapy (details unknown). Additionally, it was reported that the patient¿s pd catheter will be removed and the patient is transitioning to hemodialysis for renal replacement needs. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique.